Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) /2013 with the following results: reported failure period review shows several "no cartridge detected" warnings in the black box. The pump powers up normally. The pump was unable to detect the cartridge upon the first "load" attempt. Testing was unable to take the force sensor calibration reading as a result of "load step malfunction". The cover was removed and the printed circuit board was inspected : a force sensor circuit component was found to be misaligned and shifted. No other defects were found on the force sensor.